Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2026, during priming after completion of long-term hemodialysis catheter insertion at the hemodialysis room of (B)(6) hospital, bleeding occurred at the compression cap connection. Inspection revealed cracking on the compression cap.after confirmed with the customer. No harm for the patient. The patient condition is fine.no medical intervention was required.they changed a new one to resolve the issue."

Manufacturer narrative:
(B)(4). The reported issue of cracking on compression cap was confirmed upon investigation of the returned sample. The details of the complaint and the customer supplied pictures were reviewed. The cap was observed to be dented. The customer returned one unit of catheter body along with compression cap & sleeve interlocked together for evaluation. Minor dent was observed on the compression cap. The damage on the cap begins at seam line and deviates away at an angle. It is unknown if any excessive force was applied to this area. No abnormalities or damage noted on the rest of the body of the cap. A review of the manufacturing process confirmed that the cap undergoes relevant incoming inspection for cracks & voids. A device history record review was performed, and no relevant findings were identified. Unit was dismantled to expose the sleeve. No sleeve damage or misposition was noted. Catheter unit was functionally tested for leak. No leak observed on the dented section of the compression cap. Also, no leaks were observed from other areas of the compression cap (proximal and distal junctions). The issue was resolved with a new device. No harm noted. No medical intervention was required. Based on the customer report and the sample received, the most likely root cause is undetermined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that"(B)(6) 2026, during priming after completion of long-term hemodialysis catheter insertion at the hemodialysis room of (B)(6), bleeding occurred at the compression cap connection.inspection revealed cracking on the compression cap.after confirmed with the customer. No harm for the patient. The patient condition is fine.no medical intervention was required.they changed a new one to resolve the issue."